Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure? Were there any pre-existing signs/symptoms of active infection/inflammation prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Please provide the lot number for jb752. What tissue was the suture was placed? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was suture initially placed (interrupted or continuous)? What tissue dehisced? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. If a second procedure was performed, please describe the appearance of the suture during that second procedure. Were there any precipitating stress factors for the wound dehiscence? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe all symptoms observed/diagnosed at 2 months of post-op surgery. Was an abscess diagnosed? Was the exposed suture removed? Was re-suturing performed? If yes, with what? Please provide results of cultures done. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Are you able to provide the photo that was referenced?

Event description:
It was reported that a patient underwent a total knee arthroplasty and ankle surgery on an unknown date and suture was used. The suture was used subcutaneously. Two months after the procedure, the remnants of the suture and pus were coming out of the needle hole. There was a suspicion of a suture abscess. A photo had shown the wound had dehisced, the suture was still visible, and pus was covering the area around the suture. Culture was performed, but it was not infectious. The patient visits to the hospital regularly. Current condition of the patient was reported as not fully recovered and is currently under observation with antibiotics. The plastic surgeon opined that the pus that was not infectious and that the event was caused by a history of rheumatism and poor wound healing. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/28/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including gender, weight, bmi at the time of index procedure? 80-year-old. Were there any pre-existing signs/symptoms of active infection/inflammation prior to this surgical procedure? Unknown. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Antibiotics were administered post-op. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Unknown. Please provide the lot number for jb752. Unknown. What tissue was the suture was placed? On the subcutis. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Unknown. How was suture initially placed (interrupted or continuous)? Continuous. What tissue dehisced? Unknown, but there are no report about dehiscence. Onset date/time of dehiscence? (# post op days) the symptom appeared two months later the surgery. How was the dehiscence managed? Antibiotics were administered post-op. Please describe any surgical intervention required for the wound dehiscence including date and findings. Unknown. If a second procedure was performed, please describe the appearance of the suture during that second procedure. No re-operation. Were there any precipitating stress factors for the wound dehiscence? Unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unknown. Please describe all symptoms observed/diagnosed at 2 months of post-op surgery. The remnants of the vicryl and pus were coming out of the needle hole. Suspicion of suture abscess. Was an abscess diagnosed? Unknown. Was the exposed suture removed? Unknown. Was re-suturing performed? If yes, with what? No. Please provide results of cultures done. =>it was not infectious. What is physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon's opinion was that it was caused by a history of rheumatism and poor wound healing. What is the patient¿s current status? The patient visits to the hospital regularly. Are you able to provide the photo that was referenced? No photos are available. Pc-(B)(4). Date sent to the FDA: 12/28/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 health effect - impact code.